Event description:
On (B)(4) 2012, customer reported that the lh750 analytical station had a blood leak around the needle assembly area, and experienced partial aspiration errors. No injuries were reported and no erroneous patient samples were generated. Field service engineer (fse) inspected the instrument and observed that the instrument had a defective check valve in the aspiration waste pathway. Fse replaced the check valve and cleaned the spill around the needle. There was no further evidence of leaks or partial aspiration errors. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).